Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 15.5-16.5cm from the end of the connector pin, consistent with lead friction to the ICD can. Externalized conductors due to external and internal insulation abrasion were noted at 50.6-53.5cm from the end of the connector pin. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 60.5-60.6cm from the end of the connector pin. The etfe coating was abraded at this location. A fracture of the coil was noted close to the crimp sleeve of the connector ring, consistent with fatigue.

Event description:
It was reported that during a follow up, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted.